Event description:
The user reported not having benefit from the implant, noting that hearing was sometimes even better without using the device. The user was reimplanted with a cochlear implant.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. Therefore, it is assumed that the explantation was not related to the implant. The recipient's hearing deteriorated post-operatively, however this was not caused by the device. The recipient was confirmed being out of indication criteria for the vibrant soundbridge. As mentioned in the recipient report, the recipient had no benefit using the device and has been reimplanted with a cochlear implant. This is a final report.

Event description:
The user reported not having benefit from the implant, noting that her hearing was sometimes even better without using the device. Following explantation, a cochlear implant was placed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.